Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit in which the customer reported that the unit was not inflating correctly. The fse found that the fiber optic connector was broken and to fix the issue he replaced the connector which corrected the issue. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not working properly. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Corrected fields: (health effect ¿ impact codes).

Event description:
N/a